Manufacturer narrative:
Block h6: device code a180104 captures the reportable event of foreign material present in device. Correction block h11: the returned radial jaw 4 was analyzed, and a visual inspection found the pouch was unopened and the label had an oily stain mark, there was foreign material; however, it was not inside the pouch. An investigation to address this problem is in progress. Based on all available information, the reported problem of oily stain on the label should have been detected during the manufacturing process according to the procedure (B)(6) boxing and box label application, bsc", which explains that the device must be scrapped if this happens. However, it is not possible to know if the pouch got this greasy stain during storage, transport, manufacturing process or during the preparation. Therefore, this is not clear what could affect the pouch. Manufacturing records were reviewed and no deviations within the manufacturing processes were found. Therefore, the most probable conclusion code is cause not established as there is no evidence to identify the root of the oily stain found in the pouch.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 was intended for use in a procedure on (B)(6) 2025. Prior to unpacking the device, the outer bag was checked and an oily stain was noticed on the label near the protective cap at the tip of the cup. The oily blotch was also noted inside the packaging on the device. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 was intended for use in a procedure on (B)(6) 2025. Prior to unpacking the device, the outer bag was checked and an oily stain was noticed on the label near the protective cap at the tip of the cup. The oily blotch was also noted inside the packaging on the device. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
H6: device code a180104 captures the reportable event of foreign material present in device.

Manufacturer narrative:
Block h6: device code a180104 captures the reportable event of foreign material present in device. Block h11: the returned radial jaw 4 was analyzed, and a visual inspection found the pouch was unopened and the label had an oily stain mark. Based on all available information, the reported problem of oily stain on the label should have been detected during the manufacturing process according to the procedure "92021606, boxing and box label application, bsc", which explains that the device must be scrapped if this happen. However, it is not possible to know if the pouch got this greasy stain during storage, transport, manufacturing process or during the preparation. Therefore, this is not clear what could affect the pouch. Manufacturing records were reviewed and no deviations within the manufacturing processes were found. Therefore, the most probable conclusion code is cause not established as there is no evidence to identify the root of the oily stain found in the pouch.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 was intended for use in a procedure on (B)(6) 2025. Prior to unpacking the device, the outer bag was checked and an oily stain was noticed on the label near the protective cap at the tip of the cup. The oily blotch was also noted inside the packaging on the device. The procedure was completed with another of same device. There were no patient complications as a result of this event.